Event description:
According to the reporter: the patient underwent a laparoscopic colon resection procedure. The device was being applied to the colon. One day post operation, the patient had bleeding at the anastomosis. There was no blood loss over 500 cc. The bleeding stopped. On day two, the patient had peritonitis. Was taken back to the operating room for temporary loop ileostomy. A hole was found at the anastomosis. It possibly occurred because of hemorrhaging pressure on the staple line. At the time of the original procedure, the anastomotic rings were checked and confirmed to be intact and the anastomosis was pressure checked and confirmed no leaks at the time of the procedure. The event lead to an extension of the patient's hospitalization time, they are still in the hospital. There was temporary injury due to the ileostomy and also resulted in tissue damage. It will be reversed in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.